Event description:
It was reported when the drill began using the coating came off. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Method - no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was analyzed the quality engineer. One sample was received without the original pouch and product label. The sample appeared to be a visao bur and was reported as item# (B)(4) by the customer. From the condition of the sample, customer use was visible. Upon visual evaluation, the thread (customer indicated this as coating) on the shaft was found unraveled close to distal end. The thread appeared to be intact near the proximal end of the device and remained unbroken. The bur tip remained intact and no other anomalies were noticed on the device. Product was evaluated and codes were added.